Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient had profound bradycardia and become hypotensive. Echocardiography revealed a pericardial effusion without tamponade and a hypokinetic left ventricle. The patient had ventricular tachycardia (vt), ventricular fibrillation (vf), atrial tachycardia (at), atrial fibrillation (af) and pulseless electrical activity. Labwork demonstrated abnormal "triponin" indicative of a myocardial infarction. The patient passed away during the procedure.